Event description:
While positioning the main body graft, the graft was pulled too far downward. The graft was then pushed back up superiorly, and positioned closer to the renal arteries. Final angiogram showed the left renal artery was not filling. The placement of the graft was re-inspected and found to be positioned clear of the renal arteries. It appears that thrombus may have been pushed into the left renal orifice when the graft was shifted upward. Attempts were made to cannulate the renal artery, but were not successful. Procedure was concluded.